Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's screen was scratched. The customer¿s blood glucose level was unknown. The customer also stated that the screen was difficult to read during the day. The insulin pump will not be returned for analysis.